Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt's body. While looping the taxus express2 2.5 x 24 mm stent delivery device, the catheter kinked. The lesion was dilated and the physician attempted to insert the same taxus express2 2.5 x 24 mm stent into the guidewire. However, during insertion into the guidewire the catheter shaft fractured into two pieces. The fracture occurred outside of the pt's body and had never touched the pt. The physician removed the catheter without any complications or difficulties. The procedure was successfully completed with another of the same taxus stent. Pt status is reported to be "satisfactory/good".